Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a deltaven IV catheter reported that when she placed a catheter, blood came out of the septum, which is where the needle comes through when the safety is engaged. There was patient involvement and no harm/adverse event reported.